Event description:
It was reported that the patient had their trial implant on (B)(6) 2014 and they got a staph infection before their 2 weeks was up. The patient had to wait 4 weeks to get another trial put in, and then had the permanent implant put in on (B)(6) 2014. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).